Manufacturer narrative:
The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a primary plumset, pe lined tubing, 107 inch that experienced leakage. It was stated in the report that there was a water leakage from the cap above the drip chamber. Patient involvement and patient harm/adverse event are unknown. Sample picture is available. There is one quantity affected and one sample is returning for investigation. No further information is available for this complaint.

Manufacturer narrative:
D9 - date returned to mfg: 4/9/2025. One (1) photo was provided by the customer, circling the drip chamber filter vent as the location of the leak. Received one (1) used. List #142480489 primary plumset attached to a spiros bag spike adapter. As received no visual defects or anomalies were noted. The set was attached to an ICU medical-provided intravenous (IV) bag, primed per packaging directions, and an infusion test was performed using an ICU plum pump. There was no cassette errors, occlusion alarms, or air-in-line alarms generated and no restrictions in flow or leaks/drips were observed. Unable to confirm customer complaint of drips below the drip chamber. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.